Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Data from the device is currently being sent for review. The s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated that oversensing of noise and a drop in amplitude morphology measurements contributed to the delivery of inappropriate therapy. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Data from the device is currently being sent for review. The s-ICD remains in service and there have been no adverse patient effects reported.